Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the puncture site became red, sore, and swollen. The patient was evaluated on (B)(6) 2022 and the healthcare personnel (hcp) prescribed an oral antibiotic (ciprofloxacin 500 mg) for 10 days for infection. The area has healed but redness remains. The sensor had been inserted into the abdomen at time of the event.